Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, the treatment appears to be related to the condition of the patient. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that three xience sierra stents, sizes 3.0x12, 3.25x15, 3.5x15, were implanted in the coronary artery on (B)(6) 2019. The patient was re-admitted to the hospital on (B)(6) 2019 with gastro-intestinal reflux. Treatment was given. The outcome is unknown. No additional information was provided.